Manufacturer narrative:
(B)(4). Eval result: other: visual inspection of the product found no visible damage to the cartridge. There was evidence or surgical residue. (B)(4).

Event description:
An aq2010v model lens became stuck in the cartridge and wouldn't eject. There was no pt contact or injury.